Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No button error alarm noted during testing. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 177 mg/dl. Customer reported the device fell in the water as a significant event that may have caused the device to alarm. Customer stated there is also water in the screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.